Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. Next, a test device was interrogated several times, confirming there were no communication problem between the device and programmer. The ECG, and zip telemetry functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Finally, the hardware key and the floppy disk drive were tested. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer performed normally throughout all tests.

Event description:
Boston scientific received information that during threshold testing with this programmer, the test was unable to be ended after capture was lost. It was reported that this occurred with two different patients. It was also reported that the loss of capture (loc) resulted in greater than two seconds of asystole for one of the patients. The programmer will be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.